Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication transaction was missing in medbank myqlink. A technical support specialist mentioned that the internal team had reviewed the cabinet data and confirmed several findings and stated that the item had been accessed, but no transaction had been recorded in the system. Since the event had occurred more than a month earlier, the administration transaction records had already cycled out, leaving no detailed logs available. Based on the system behavior, it was considered possible that the item had been left on the countback screen. If the cabinet rebooted or experienced a power loss while on that screen, the transaction would have been interrupted and not captured in the system and also noted that the employee associated with the last access was user f02. Due to the age of the transaction and the limited archived data, this was the only information the system could offer and updated the same to the customer. The system functioned as intended after the technical support specialist investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the morphine transaction was missing in mql. The customer stated that there was a morphine item that needed to be pulled in january, but when they attempted to do so, no morphine was found in the cabinet. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.